Manufacturer narrative:
Investigation summary: getinge customer service received a call on 7/16/2022 from a physician's assistant stating that an oasis drain (3600-100) was tipped over during the night and was then replaced with another one. When she checked on the patient in the morning she noticed that the water seal chamber had not been filled. She filled the chamber and called getinge to confirm this meant the system was open to the atmosphere through the night. No mention was made of evidence of a leak during the night or after adding water to the water seal chamber. The getinge representative confirmed that if the water seal is not filled, the system remains open to atmospheric air and provided the pa a copy of the oasis dry suction water seal wall chart for reference. The pa expressed her appreciation for the help. No pictures were provided and the drain was not returned for evaluation. A DHR review could not be completed because the product lot number was not provided. The IFU provides adequate instructions for the setup and use of the device. If the IFU instructions had been followed by the user, it is unlikely this complaint would have occurred. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found one similar complaint. A recurring lot number report could not be completed because no lot number was provided. A review of crs/capas found none related to this complaint. This complaint describes a setup error with the device in which the water seal chamber of a drain was not filled as it was being set up to replace a knocked over drain. The customer service call did not indicate a concern about a device nonconformance, but rather wanted to assess potential harm to the patient. No additional harm to the patient was reported as a result of this incident. No device nonconformance was alleged in this complaint. The complaint is confirmed but a device nonconformance is not confirmed. No evidence was identified to suggest that this complaint is related to design, manufacturing or instructions for use. The root cause of this complaint is user error due to the improper setup of the drain.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review. During activities being performed for CAPA 682612 (associated with express mini 500 continued use and use of devices outside of the healthcare setting), atrium medical corp. Became aware of calls received by the getinge emergency support program (esp) team that were not logged as complaints. A retrospective review of the calls logs has resulted in the identification of this complaint/MDR. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
(B)(6) hospital , called with questions regarding the atrium oasis water seal chest drain. She reported that the collection chamber tipped over during the night so the system was changed out by staff. When she rounded on the patient this morning, she noticed there was no liquid in the water seal chamber and immediately added it. She called to verify specifically that this meant the system was open through the night. I verified that the system was not sealed to atmospheric air because the water is what physically seals it. I referred back to the IFU that states the first step of setting up this drain system is adding sterile water to the water seal chamber in order to maintain a one way seal. I also sent her a copy of the oasis dry suction water seal wall chart for quick reference in the unit.